Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the mcp was implanted on (B)(6) 2012 and on (B)(6) 2018, the patient had second surgery to remove the implant as it was broken. Another implant (same size) was implanted. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on march 13, 2018. Results: DHR review; no nonconformances that may have contributed to the event. Complaints history; a software search of the results containing broken mcp showed four complaints of post-operative mcp/smcp breakage/fracture from february 2016 to present. Conclusion: the part was not returned; however, a picture of the mcp in two pieces was provided, confirming that the event occurred. The root cause is unknown. Patient trauma or injury is a potential root cause.

Manufacturer narrative:
Additional information received on march 21, 2018: when was the breakage observed? Did the patient have symptoms? If yes, please describe: answer: a patient (B)(6) years old, operated in (B)(6) 2012 (metacarpophalangeal implant of the 2º toe). In (B)(6) 2013 his 2º toe presented stiff, so he needed a new surgery by arthrolysis. The patient has had a favourable evolution with annual controls without any incident, any sign of osteolysis or any loosening of the implant. On (B)(6) 2017 the patient went to visit the doctor because he had an intense and sudden pain in the distal phalanx of his 2º toe, without any previous traumatism, nor sudden movement. Radiography showed the broken implant. Were there any events which could lead to breakage (fall¿)?: answer: no, there weren¿t. What are the underlying medical conditions of patient? Answer: they are not detected.

Manufacturer narrative:
The part was returned in two pieces, comparable to the image provided initially. Based on the images, it is unclear how/when the fracture occurred; however, the fracture appearance is consistent with a rapid brittle, bending fracture. It is unclear what action the patient was performing when the patient felt the intense sudden pain; however, this is a possible causal event to the rapid fracture. The root cause is unknown; however, patient trauma or injury is a potential root cause.